Event description:
The healthcare provider (hcp) reported that the patient having pooling of medication outside the intrathecal space and was to have a pump and catheter replacement on (B)(6) 2015. The hcp was to adjust the dose appropriately following the replacement due to the pooling. The hcp thought the drug was likely lioresal, but could not be certain. The patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8711, lot# j10904r01, implanted: (B)(6) 2001, product type: catheter. Product ID: 8578, serial# (B)(4), product type: accessory. (B)(4).